Event description:
It was reported that a patient presented with signal artifact and muscle stimulation noted and alleged on the patient's pacemaker. No intervention or adverse patient consequences were reported.

Event description:
New information received notes that programming changes were made.